Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. On unreported dates the patient was hospitalized for the event and the patient began treatment for the peritonitis with an injection of tobramycin, 1 gram and reflin, 1 gram (frequencies and routes were not reported). It was not reported if pd therapy was ongoing. No additional information is available.